Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to capture appropriately with multiple repositions. It was noted that an urgent ultrasound was required due to the known dissections and to assess for pericardial effusion due to sudden drop in blood pressure. The effusion was not found with the portable ultrasound. The dissections were apparent in the coronary sinus and in target branches. It was noted that the plans then changed to do a dual chamber pacemaker with left bundle branch atrial pacing. The first left bundle branch lead initially had stable thresholds through the analyzer cable, but the electrograms (egm) morphology appeared abnormal which was communicated with the physician. The impedance had dropped about three hundred ohms during implant which the physician was aware of and accepted due to the stable threshold. Once the lead was checked through the device, it was found that the threshold was high and unstable. Fluoroscopy was performed and it did not appear that the lead had moved. The lead was removed and replaced with another left bundle branch lead. During the implant of the second left bundle branch pacing lead, the patient had a loss of intrinsic rhythm. It was noted that the patient had a known left bundle branch block but had a stable rhythm. The patient had a sudden loss of atrioventricular conduction and asystole occurred when attempting to implant the second left bundle branch lead. It was also noted that this may have been a factor in the sudden blood pressure drop. A right bundle injury may have been the result of the second implant left bundle branch lead. The patient rhythm did not return, and the patient became dependent on the pacemaker. The second left bundle branch lead remains in use. Due to the change in plans to a dual chamber pacemaker and the left bundle pacing lead going into the right ventricle, the physician decided to place the right atrial (ra) lead. It was noted that the ra lead had no capture in any of the numerous repositions. It was noted that ra lead exhibited high threshold measurements. The lead was not used, and another lead was implanted and remains in use with a high threshold measurement that was better than the initial ra lead. The procedure lasted two and half hours to three hours due to the multiple lead reposition, lead replacements and the use of an ultrasound. No further patient complications have been reported as a result of this event.